Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the ext set .2 mf low sorb there was component separation. The following information was provided by the initial reporter. It was reported by the rn the filter that connects to the microclave fell apart. The male end of the filter that connects to the microclave fell apart.¿

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of separation. A device history review could not be completed as no batch number was provided. Without any further evidence, the complaint cannot be verified and the root cause remains unknown.

Event description:
It was reported when using the ext set .2 mf low sorb there was component separation the following information was provided by the initial reporter. It was reported by the rn the filter that connects to the microclave fell apart. The male end of the filter that connects to the microclave fell apart.¿